Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer able to charge the ipg. The patient underwent an ipg replacement procedure. The explanted device will not be returned as it was discarded by the medical facility.